Event description:
It was reported that the patient was injured. No other information provided. Additional information had been requested and on (B)(4) 2013, the following information was provided. On (B)(6) 2013, a female patient underwent a removal of cervical hardware procedure. The surgery was not performed with a stereotaxy device. The patient was positioned prone and while attempting to align the head and shoulders, the head slipped out of the position. This event resulted in lacerations to both sides of the patient's head. The device was in use for 5 minutes before the event occurred. Staples were required for closure. The device was taken out of use.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.